Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2018. Actual sample evaluated. The plate is broken from the bottom. Possibly by final user handling after the manufacturing process was completed.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ob-gyn procedure on an unknown date, and reservoir was attached to drain. It was confirmed that the reservoir was working properly when the patient was brought back from the operation room to the ward. However, in the evening, it was found that the bottom flap of the reservoir had been broken. It was unknown when the bottom flap was broken. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.